Event description:
Caller reported a cgm error 42 had occurred, which related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support to conduct a pump reset, and the sensor session was successfully restarted without any recurrence of the cgm error.